Event description:
Patient had a left breast biopsy. Postoperatively, patient was very nauseous and vomiting. Patient developed a large hematoma at the site of the biopsy and returned to the or for hematoma evacuation. Anesthesiologist considered patient's stomach to be empty because of vomiting history. Patient was induced and size 4 lma-unique inserted. While inserting an IV, anesthesiologist noticed that the patient had regurgitated and green fluid was in the anesthesia circuit. Lma-unique was removed, patient was intubated and a small amount of fluid was suctioned out of the et tube. The patient's oxygen saturation transiently dropped during this event. By the end of the surgery, oxygenation was 100% and patient was breathing spontaneously, so the patient was extubated. In recovery, the patient began to desaturate, so patient was treated with lasix, antibiotics and inhaled respiratory treatment. Chest x-ray showed fluid in base of left lung, however, the anesthesiologist stated this could have been related to the surgery on the left breast and was not conclusive evidence of an aspiration. The patient remained hospitalized for observation and antibiotics and was discharged home without sequelae after a few days.